Event description:
It was reported that during a hepatectomy procedure, the device fired malformed staples at second firing. The procedure was completed with additional sutures. There was no pt consequence.